Event description:
A customer reported an under-infusion while using a small volume infusor device. This observation was made during patient infusion of 80ml fluorouracil (5-fu) and 14ml of normal saline. The total fill volume was 94ml, and the expected duration of infusion was 46 hrs. The actual flow rate was 94ml/70 hrs. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction was associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation. This device was functionally flow tested against the product specifications. No failure was detected and, consequently, the reported condition could not be confirmed. This device performed within product specifications. Should additional relevant information become available, a supplemental report will be submitted.